Event description:
It was reported that this pacemaker and lead system was explanted due to a pocket infection. There were no additional adverse effects reported. The explanted products were not intended to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.